Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and confirmed the code 1003 was triggered due to a detected elevated battery impedance condition. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b2 (outcomes attrib to adv event), b5 (describe event or problem), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), and additional MFR narrative). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and confirmed the code 1003 was triggered due to a detected elevated battery impedance condition. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. At this time attempts to obtain additional information regarding the device status have not been successful. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device has been returned, and is currently undergoing a product investigation. This report is being submitted to update b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was consulted and confirmed the code 1003 was triggered due to a detected elevated battery impedance condition. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. According to additional information, this pacemaker was explanted. No additional adverse patient effects were reported. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.